Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found the display to be blank. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. (B)(4).

Event description:
Covidien received information of a faulty display on an 840 ventilator. The malfunction did not occur during patient use.